Event description:
The customer reported that the 840 vent was inoperative. There was no patient involvement. Covidien inspected the device and replaced the analog interface (ai) pcb. The unit passed extended self testing.